Event description:
User site contacted service department of the manufacturer reporting that a patient got out of bed undetected by the integrated bed exit detection system. No further adverse consequence to the patient.